Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the sheath was found damaged. The inspection also noted the lot number has been worn/faded off. Since the lot number of the device was worn off, no review of the device history records could be performed. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 501(k): k931995.

Event description:
The customer reported to olympus field service engineer, the whole ceramic insulation at the distal tip of the inner sheath is missing. It was confirmed no ceramic insulation or device fragment fell into patient¿s body. The customer reported problem was found at reprocessing. It was reported there was no delay, and the customer completed the intended procedure with another sheath. No death or injury and no impact to patient or other was reported to olympus.